Manufacturer narrative:
February 7th, 2001. This event concerns a device that was manufactured and used outside the united states. The associated ICD follow-up files analyzed, device history records reviewed. Please refer to the attached analysis report no. Ele 11/010 for complete details. Conclusion: the analysis concludes that a probable cause of the reported oversensing issue, which led to inappropriate shock therapy, is associated to myopotentials or emi. However, a lead issue could not be ruled out, since it remains implanted. Review of associated manufacturing records of the subject lead, did not reveal any abnormality.

Event description:
Reportedly on (B)(6) 2011, the physician observed that noise episodes induced shock therapy and multiple charges associated to the device. The physician reported that he tried to reproduce myopotentials without success. The preliminary analysis showed that the oversensing episodes could result from strong external interference, specific patient activities, myopotentials sensing or ventricular lead/connector issue. None of them could be confirmed; however, myopotentials or emi are the most probable hypothesis. Recommendations were provided to check source of these emi.